Event description:
Patient was placed on the servo-I ventilator by the respiratory renal therapist (rrt). While the rrt was adjusting alarm parameters, a mechanical noise was heard followed by waveforms on the screen flatlining. The screen blacked and then immediately turned on. The ventilator gave one attempt at a breath and the waveforms continued to be flat. Two alarms continued to alternate flashing - panel disconnect and ventilator restart. Patient was immediately removed from the vent and manually bagged. The device was taken out of service and the patient set up on another ventilator. No harm came to the patient.